Manufacturer narrative:
The technician rebuilt the worn brake block and replaced the worn casters to repair the bed.

Event description:
Information received indicates the brake will engage, but will not hold.